Event description:
It was reported that during a new system implant there were sensing and thresholds issues that were thought to be due to the set screw connection. The physician was not confident in the device, so decided to use a completely new system. The device and leads were not used. No adverse patient effects were reported.